Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1 d4 h4 h6. Device evaluation: a visual analysis of the returned device identified: broken shell, two openings on anterior, missing shell (0-25%), and crease flat. Leak test and microscopic analysis was performed which identified: two striated openings on anterior, striated broken on anterior, and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed and the result is no blockage.